Event description:
The patient had a diagnostic cath and had a lesion in her right coronary artery. Md proceeded with an intervention. Intravascular ultrasound was used to size the vessel and then a taxus stent was placed for the ostium lesion. When the balloon was inflated, the balloon jumped out of the vessel and disengaged the stent.there was no injury to the patient. The stent unit was removed to check for the stent. It was not found. The patient's family was told of what had happened. The patient was then transported to a unit for recovery. There was no injury to the patient.